Manufacturer narrative:
The reported event that the ipg was revised due to receiving the eri message was confirmed. Analysis of the returned ipg found that the device had generated the first eri, via a patient controller or clinician programmer, prior to explant and a longevity calculation of the returned ipg found that the device had normal battery depletion due to usage.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.